Manufacturer narrative:
(B)(4). Concomitant medical products m2a-magnum mod hd sz 46mm, pn 157446, ln 178590. M2a-magnum pf cup 52odx46id, pn us157852, ln 835860. Unknown stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00108, 0001825034-2020-00109 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent left total hip arthroplasty on an unknown date. Subsequently, patient was revised due to pain and pseudotumor. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.